Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency room (ER) due to intermittent loss of capture and bradycardia. It was noted the pacing thresholds increased from 0.5 volts at implant to around 3.1 volts at the time of the ER visit. The representative questioned oversensing in the right ventricle (rv). Technical services reviewed device data, and confirmed there was no oversensing on the rv lead. There was loss of capture in the rv and then the patient's intrinsic rate was coming through. It was noted the patient is pacemaker dependent. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.